Manufacturer narrative:
During inspection and testing of the returned device, service confirmed there was play on the angulation control knob due to wear of the angle wire. The bending angulations were out of specification due to wear of the angle wires. The suction cylinder was shaved, causing a liquid leak from the suction valve. Water removal did not meet the standard value. The objective lens had a scratch, and was cracked and chipped. The light guide lens had a chip. The distal end cover was dirty and was shaved. The adhesive of the bending section cover (a-rubber) was detached. The connecting tube was discolored. The universal cord coating was peeling, and the universal cord was discolored. The image guide protector was shaved. The forceps channel port was dented. Several of the device components were dirty due to handling, and several components demonstrated scratches due to external factors. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported there was free play in the up/down, and right/left, directions of the subject device. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. During inspection and testing, foreign material was observed exiting the suction channel. This report is being submitted for the malfunction found by service during the device evaluation [foreign material].

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the cause of the foreign material was unable to be identified. The event can be detected by following the instructions for use which state: ¿be sure to thoroughly brush the inside of the instrument channel, the instrument channel port, the suction channel, and the suction cylinder of the endoscope.¿ olympus will continue to monitor field performance for this device.